Event description:
During a ptca treatment procedure involving a calcified and 90% stenotic lesion in the proximal portion of the circumflex artery, the maverick2 monorall balloon ruptured at 6 atm's. The pt was asymptomatiac during this event. The total number of inflations performed and atms' reached for each inflation are unk. It is noted that the maverick2 monorall balloon was passed through the cell of a previously placed stent in order to reach the lesion requiring treatment. It apparently was not being used to deliver a stent, but to dilate a new stent. An athlete gt guidewire (size unk), and a 5f zuma ii guide catheter were used, but the sizes and types of introducer sheath and inflation device used are unk. The maverick2 balloon was discarded by the facility. No pt injuries of procedureal complications were reported. Pt status is reported as "good".